Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous de novo lesion in the distal right coronary artery that was 90% stenosed. The patient presented with angina before the procedure. Pre-dilatation was performed with a 2.5 x 12 semi-compliant balloon. Stenting through a radial approach was performed with a 3.0 x 18mm xience xpedition stent delivery system which was inflated at 16 atmospheres. Fluoroscopy after stenting showed dissection at the proximal end of the stent. Another xience xpedition was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.